Manufacturer narrative:
H10: 400, 47, 66 the instrument was returned and evaluated. Engineering concluded that the tip cover accessory had slipped off of the distal end of the instrument due to a reduction in friction at the tube extension surface. Engineering also determined that between the tip cover and the tube extension during installation and removal of the tip cover accessory. The continous instalation and removal of the tip cover accessory eventually caused the ink to abrade, thus decreasing the friction between the tube extension and tip cover. The reduction in friction subsequently contributed to the tip cover accessory slipping. Biocompatibility testing was previously performed on a representative instrument sample containing the orange ink. Test results demonstrate the sample to be non-cytotoxic, non-hemolytic. Non-pyrogenic, and non-sensitizing. In addition, no acute toxicity or intracutaneous reactivity were identified. It was determined that patient health and safety were not compromised. This is a unusual event.

Event description:
It was reported that during the surgical procedure the tip cover accessory of the monopolar curved scissors instrument fell inside the patient and was retrieved. Traces of orange paint from the instrument warning label were also seen inside the patient and were removed. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported